Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive sheath was selected. After mapping using a non-bsc catheter and prior to insertion of the farawave, physician noted leaking from either the hemostatic valve or the side port while flushing. There was no air in sheath nor the patient. For this reason, the device was replaced to complete the procedure. There were no patient complications.